Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: confirm the lot #? Al0446. Confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one event report/procedure? 01 unity. Confirm if the reported qty is from same batch / lot? Al0446. Any patient consequence? No consequence was procedure completed successfully? And how? It was exchanged for another similar product.

Event description:
It was reported that a patient underwent an epigastric hernia repair procedure on (B)(6) 2019 and suture was used. The suture ruptured at the time of making the knot and trying to suture the wound. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). H3 device evaluation summary: a strand broken in two pieces of product code 8424t, lot # al0446 were returned for analysis. During the visual inspection of two sutures pieces, damage and breakage was observed on the surface. In addition, stress at the ends of both sutures pieces was noted, that appears to be by the use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause of the performance breakage suture, suggest an improper handling. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.